Manufacturer narrative:
The other reported physician was dr. (B)(6). Component code relates to device code for the reported issue of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was implanted in a transgastric position to treat a 12 cm walled-off-necrotic pseudocyst in an endoscopic ultrasound (eus) procedure on (B)(6) 2017. Reportedly, the patient had necrotic severe acute pancreatitis. According to the complainant, during the procedure, a delay in the expansion time of the second/proximal flange was observed. Traction was performed in the proximal flange with forceps until the axios was well inserted without any other difficulties. This procedure was completed with the same stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.